Event description:
User experienced a leak coming from the back of the analyzer. User stated she did not think pt samples were affected. No one had been injured. The field service rep determined the waste connector tubing was broken and replaced it.